Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infused which were reproduced during evaluation and found that the device was tested at 40ml/hr and 200ml/hr which yielded failing results at the 200ml/hr rate (-2.789% and -7.038% respectively). The pressure plate travels was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.